Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side moderate breast pain and "not enough milk production". Patient additionally reported the event of neurological disease - dystonia which has been found to be not device related. Health professional reported capsular contracture, baker grade unknown. The device remains implanted.